Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. It was reported that the unit generated technical errors and that the turbine was damaged. The event can be confirmed by the review of the received service report. These technical errors will be generated if the device monitoring and control board are replaced/exchanged at the same time. The device sw options are stored on these pc board, and when they are both dismounted, the installed options are lost. To solve this issue, the device has to be returned back to solna for reparation. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator was found with a damaged turbine module. Furthermore it was generating a technical error indicating missing sw option data at startup. There was no patient involvement. Manufacturer's ref. (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. It was reported that the unit generated technical errors and that the turbine was damaged. The event can be confirmed by the review of the received service report. These technical errors will be generated if the device monitoring and control board are replaced/exchanged at the same time. The device sw options are stored on these pc board, and when they are both dismounted, the installed options are lost. The unit was returned to solna for repair and according to technical investigation on start up the touch screen is white. The panel was missing pcba flex cable and a new one installed. A pre-use check was performed and it was noted that the monitoring pcb was defective. A new monitoring pcb was also installed and reconfiguration of software options data to remove technical error codes. Pre-use check and ventilation mode for two hours. The unit is tested according to the servo-air service manual with approved results. The root cause of the reported failure has not been established in this investigation.